Event description:
The customer stated that six patient samples generated false positive results with the architect troponin assay. Two lots were in use (21173un11 and 72523un11) but the customer could not specify which lot was used on which patient. The customer uses a cut-off point of 0.1 ng/ml to determine positive versus negative results. This patient sample generated an initial false positive result of 0.375 ng/ml which was repeated and generated a negative result of <0.02ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: false (B)(6) results. Customer complaint data was reviewed for architect stat troponin-I lot 72523un11 and 21173un11. No adverse trends were identified related to the customer's observation. Non-statistical trends were identified during the complaint trend review related to discrepant patient results. Additionally, atypical complaint activity was identified during the lot search for lot 72523un11. However, no atypical complaint activity was observed for lot 21173un11. Accuracy testing was performed using lot 72523un11 as a representative lot. Testing was performed using an in-house file kit of architect stat troponin-I lot 72523un11. Architect troponin-I panel 1 was tested. The panel was within specification which demonstrates that the assay can detect a known concentration of troponin-I. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure and the specimen collection and preparation for analysis sections of the package insert were communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.